Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address subluxation during extension. Doi: (B)(6) 2010, dor: (B)(6) 2011 (left hip). Update ad 27 sep 2019: (B)(4) has been re-opened under (B)(4) due to receipt of unf and medical records. After review of medical records, it was indicated that the patient developed sensations of subluxation as well as dislocation and instability as well as increasing pain in the hip. The patient was then revised for failure of right total hip arthroplasty. Operative notes reported a brownish sludge-like material. Added lawyer, law firm, revision hospital and patient dob. Updated patient initials. Corrected affected side. Doi: (B)(6) 2010, dor: (B)(6) 2011; right hip. Please see (B)(4) for the right hip 1st revision.